Event description:
The customer reported the ventilator alarmed due to high oxygen supply pressure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the customer to loosen the oxygen manifold to release internal pressure. Customer contacted for resolution with no response received.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Advised to loosen manifold to relieve pressure.